Event description:
It was reported that the stenoscop system would not initialize. The system displayed an error message "inaccessible_boot_device".

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.